Event description:
It was reported, the entire stimulation system was removed. There was reported ineffective therapy. Additional information received reported the patient was seen post-operatively and stated that stimulation was ¿not for her.¿ stimulation did not ever cover the patient¿s pain.

Manufacturer narrative:
Product ID 37092, lot# 272450001, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type accessory product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).